Event description:
Baxter (B)(4) received a report of a patient control module (pcm) button that had leaked during filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no sign of physical abnormality. The unit was subsequently leak tested. The leak was noted at the tubing connection inside the pcm housing. The root cause was determined to be insufficient bonding at the seal between interfaced area of the pvc sleeve and the reservoir/tubing assembly. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.